Event description:
It was reported that the hemoglide was placed in 2007, and removed in 2008 as the catheter had cracked and there was leakage.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed one other similar product complaint files(s) from this lot. (200635).